Event description:
As reported by the field, during a stent assist coil embolization to the mi segment of the middle cerebral artery, a prowler select plus 150/5cm microcatheter (606s255x, 30706398) was placed in the lesion site. However, a cnv stent (product name, code and lot not known) became impeded in the microcatheter tip and could not pass through it. The physician retracted the microcatheter (mc) and switched to a new one to complete the surgery (the stent was not replaced). There was no patient injury reported. Additional information received indicated that the microcatheter was found to be kinked/bent during the procedure of delivering the stent to the microcatheter. Nothing was noted to be obstructing the microcatheter. There was no excessive force applied to the device.

Manufacturer narrative:
Product complaint # (B)(4). The product catalog and lot numbers were not reported; UDI unavailable. Initial reporter phone: (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. The device remains implanted; therefore no further investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2022-00811 and 3008114965-2022-00812.

Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by the field, during a stent assist coil embolization to the mi segment of the middle cerebral artery, a prowler select plus 150/5cm microcatheter (606s255x, 30706398) was placed in the lesion site. However, a cnv stent (product name, code and lot not known) became impeded in the microcatheter tip and could not pass through it. The physician retracted the microcatheter (mc) and switched to a new one to complete the surgery (the stent was not replaced). There was no patient injury reported. Additional information received indicated that the microcatheter was found to be kinked/bent during the procedure of delivering the stent to the microcatheter. Nothing was noted to be obstructing the microcatheter. There was no excessive force applied to the device. The device remains implanted; therefore, no further investigation can be performed at this time. The lot number is not known; therefore, a device history record review cannot be completed. Impeded in microcatheter is a known potential product failure associated with the use of the device. The IFU includes warnings and instructions for use to trouble shoot this type of situation. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.